Event description:
This event was reported as staphylococcus endocarditis with vegetation on the heart valve. Baxter's investigation of this event included verification of the sterility of the heart valve.